Event description:
Customer alleged blood glucose results of 404 mg/dl and 86 mg/dl when testing was performed back-to-back on the compact plus system. Customer reported having no symptoms and no treatment or action based on the results was reported. No adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Customer had 2 different lots of blood glucose monitoring test strips and was unsure which lot was used to obtain the alleged discrepant results. This medwatch report is for suspect compact test drum system 2. (B)(4).